Event description:
The indicator of the backup battery charge status remained in the yellow (partially charged) state, instead of turning green (full charge) as expected. There was no pt injury as a consequence of this event.